Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the moving parts of the trigger of the device not moving smoothly identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear.

Event description:
It was noted in the service order that the small battery drive device had low power. It was reported that during service and evaluation, it was determined that the moving parts of the trigger of the small battery drive device did not move smoothly. It was further observed that the device had insufficient/low power, contact damage and cosmetic damage due to being worn. It was further determined that the device failed pretest for general condition, check for sticky triggers and check power with power test bench. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.